Event description:
Oral-b io toothbrush ignited [device catching fire] charging dock heating up, almost on fire - oral-b [device temperature issue] case narrative: consumer via phone stated that the oral-b io toothbrush ignited and the charging dock heated up, almost on fire. No injury was reported. 12-jul-2023 case update: the suspect product lot was an23730417. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Manufacturer narrative:
10-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Oral-b io toothbrush ignited [device catching fire]. Charging dock heating up, almost on fire - oral-b [device temperature issue]. Case narrative: consumer via phone stated that the oral-b io toothbrush ignited and the charging dock heated up, almost on fire. No injury was reported. 12-jul-2023 case update: the suspect product lot was an23730417. No injury was reported.